Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 500 mg/dl and would like to check the pump. The customer was advised to remove the reservoir and run a manual prime and insulin did not exit the tubing. Troubleshooting found that customer was able to rewind the pump and insulin exits with the manual prime. Customer was also advised to monitor the pump and call back if issues persist as it appears that the pump is working as designed.